Event description:
This is an initial and final report. Notification was received from the affiliate indicating that a pt experienced in-stent restenosis after having multiple stents implanted.

Manufacturer narrative:
The pt's history is significant for angina pectoris, prior percutaneous intervention ( pci), history of coronary artery bypass graft surgery ( CABG) and smoking. The pt initially had stents implanted at the proximal and distal circumflex artery (cfx) a 3.0mm x 23mm and a 2.5mm x 23mm cypher stent respectively. Approx four years later the pt was treated with a 3.0mm x 28mm cypher stent in the proximal left anterior descending artery (lad) and a 3.0mm x 33mm in the mid lad. The stents were overlapping, but those are the only procedural details available. Approx one year later, a de novo lesion was observed at the proximal right coronary artery ( rca). The lesion was pre-dilated with a 3.0mm x 20mm balloon at 10atms followed by the implant of a 3.5mm x 33mm cypher at 24 atms. The stent was post-dilated with a 4.0mm x 20mm balloon at 24atms. Approx two and a half years after the treatment of the lad lesion, follow up cag was conducted and restenosis was observed. The event was treated with a cutting balloon leaving a residual stenosis of 0%. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Coronary artery restenosis is a known potential adverse event associated with implanting coronary artery stents and is consistent with the progression of coronary artery disease. Given the lack of procedural details and vessel/lesion characteristics, it is not possible to determine exactly what factors may have influenced the event other than possibly the pt's medical history.